Event description:
Account contact reports: clinician experienced strikethrough of fluids below the breast area on the gown. The blood went through to the undershirt. The procedure was a total hip replacement. There were no known bloodborne pathogens.